Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose levels ranging from 300-302 mg/dl. Customer alleged the amount of time it took for insulin to come out of the tubing was "too long" during a bolus. Reportedly, the customer reverted to an alternate method for insulin therapy.